Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7324522; device manufacture date: 2018-01-16. Medical device lot #: 8065507; medical device expiration date: 2023-03-31; device manufacture date: 2018-03-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles were clogged and leaked insulin. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd ultra-fine nano pen needles were clogged and leaked insulin. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review for lot 8065507 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A lot history review for lot 7324522 cat no. (B)(4) was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 4th related complaint for ndl clog on lot # 7324522. This is the 1st related complaint for clog on lot # 8065507 & the 1st related complaint for leakage on lot # 8065507. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.